Event description:
It was reported that before the procedure, the xience prime device was unpacked and prepared according to the instructions for use (IFU). There was nothing unusual noted during unpacking and preparation of the device. However, when the device was going to be introduced into the patient, the hypotube became bent at the distal end and the device separated into two pieces. The device was not used on the patient. Another xience prime system was used to start the procedure and it was completed successfully and without consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft damage and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.